Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a pulsed field ablation procedure, the patient was awakened from anesthesia and extubated, and the patient stopped breathing approximately ten minutes after all the catheters had been removed from the body. The patient's electrocardiogram (ECG) "flatlined" shortly after respiration ceased. Epinephrine was given and cardiopulmonary resuscitation (CPR) was initiated. The patient was reintubated and a weak pulse returned. After a few minutes, the patient's heart rate and blood pressure stabilized but the patient remained intubated. It was noted, while ablating the posterior wall, the patient did have a couple of vagal responses while receiving ablation. Ablations were applied over the oesophagus. During the procedure, the patient remained stable. The patient continued to be intubated and stable on transfer to the intensive care unit (ICU) for further monitoring. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.